Event description:
It was reported that a recanalization catheter could not cross the occlusion. As the catheter was being retracted, approximately 1.5 cm of the tip of the catheter detached in the cto. No intervention was attempted and the detached catheter segment remains embedded in the pt. No further treatment was performed. The pt is asymptomatic.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has not been returned for evaluation to date. The investigation is currently underway.